Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia, there were difficulties with loading the reload onto the handle and difficulty with navigating the lock and unlock button. The reload as not used in patient. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first device noted the timing was disengaged. Visual inspection of the second device noted no abnormalities. No device loading units (dlu) were received. The handle of both instruments could be actuated and cycled properly with no dlu attached. Both articulation knobs functioned properly. A test dlu could not be loaded onto the first instrument due to the disrupted timing of the device. A test dlu could be successfully loaded onto the second instrument. All tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.